Manufacturer narrative:
H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed, and no defects were observed that could generate the reported condition. Dimensional and leak testing was performed on the male luer with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp standard bore catheter extension sets leaked; further described as "leakage around the hub". This was observed during patient use. The sets were changed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.